Event description:
Event verbatim [preferred term] burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist as reported by medical information team. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t48947, expiration date oct2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient developed burn blisters after using thermacare heatwraps. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per lower back and hip spec -28881, effective: 08jun2017. The batch had two dead cells found during in process wrap attribute testing. These were individual cells that were not dosed with brine solution and will not heat up. These dead cells would not cause a burn. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of "a heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
[Preferred term] oozing blisters/ pain/ burn blisters/3 partially opened blisters/ grade ii burns [burns second degree] , uncomfortable feeling - itching (after 15 min) [pruritus] , scratching [scratch] , skin was still purple [skin discolouration] , . Case narrative:this is a spontaneous report from a contactable pharmacist as reported by medical information team. A 58-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: t48947, expiration date oct2020) from 19apr2018 for chronic back pain. The patient's medical history included psychosomatic pain, migraine, back problems with pain, and "only drinks alcohol rarely". Concomitant medications were none. The patient previously used thermacare in the past and tolerated at the time. It was firstly reported that she recently used a heatwrap on the lumbar spine area for approximately 15 minutes, and then reported that she used theramacare for back (s-xl 25) on (B)(6) 2018 for 4 hours in the morning for back pain. She took it off and had an uncomfortable feeling - itching (after 15 min), scratching, oozing blisters directly after removing it (15min) and noticed pain. In the mirror she discovered burn blisters on (B)(6) 2018. She had back pain from on (B)(6) 2018. On (B)(6) 2018 she used the heat wrap, on (B)(6) 2018 the back pain stopped. The patient was in the physician's office on (B)(6) 2018 for unspecified medical treatment. On (B)(6) 2018, there were 3 partially opened blisters in the lumbar area, about 2x1cm in size. There were no signs of inflammation in the area. A burn blister was opened in the physician's office, it drained serous exudate. The patient was diagnosed with grade ii burns. The reported event "2nd degree burn blisters" was a new event. There were 4 blisters of about 2.5-3 csm in the back with 2nd degree burns and oozing. The event required medical care. It is unknown whether the patient will have permanent damage, but the skin was still purple on 12may after 3 weeks. The event burn blister was assessed serious due to medically important event and considered related to thermacare. The patient did not use nicotin, contraceptives, did not have implants, pacemaker, allergies, did not abuse drugs, has not had physical therapy, radiation therapy, dietary measures, metabolic disorders, only drinks alcohol rarely. Action taken with the suspect product was unknown. Clinical outcome of the event second degree burns was resolving and for other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per lower back and hip spec -28881, effective: 08jun2017. The batch had two dead cells found during in process wrap attribute testing. These were individual cells that were not dosed with brine solution and will not heat up. These dead cells would not cause a burn. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of "a heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (04may2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (07may2018): new information received from patient and physician via physician's letter includes: patient details (gender and age), suspect product indication, medical confirmation of event and further information on the patient's clinical course. Follow-up (15may2018): new information received from contactable pharmacist includes: patient demographics; medical history, concomitant drugs (none), and new event details (uncomfortable feeling - itching (after 15 min), scratching, oozing blisters, the skin was still purple ). Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other events pruritus, scratch, and skin discolouration are assessed as non-serious. All events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other events pruritus, scratch, and skin discolouration are assessed as non-serious. All events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per lower back and hip spec -28881, effective: (B)(6) 2017. The batch had two dead cells found during in process wrap attribute testing. These were individual cells that were not dosed with brine solution and will not heat up. These dead cells would not cause a burn. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of "a heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burn blisters, 3 partially opened blisters in the lumbar area, about 2x1cm in size, grade ii burns [burns second degree], . Case narrative: this is a spontaneous report from a contactable pharmacist as reported by medical information team. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t48947, expiration date oct2020) from an unspecified date for chronic back pain. The patient's medical history and concomitant medications were not reported. The patient was in the physician's office on (B)(6) 2018 for unspecified medical treatment. She reported chronic back pain, which she regularly treated with heatwraps, among others thermacare. She recently used a heatwrap on the lumbar spine area for approximately 15 minutes. The patient then removed the heatwrap and noticed pain. In the mirror, on an unspecified date, she discovered burn blisters. On (B)(6) 2018, there were 3 partially opened blisters in the lumbar area, about 2x1cm in size. There were no signs of inflammation in the area. A burn blister was opened in the physician's office, it drained serous exudate. The patient was diagnosed with grade ii burns. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per lower back and hip spec -28881, effective: (B)(6) 2017. The batch had two dead cells found during in process wrap attribute testing. These were individual cells that were not dosed with brine solution and will not heat up. These dead cells would not cause a burn. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of "a heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (04may2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (07may2018): new information received from patient and physician via physician's letter includes: patient details (gender and age), suspect product indication, medical confirmation of event and further information on the patient's clinical course. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.